Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the drawer did not open. The field service engineer (fse) discovered that a screw had fallen out of the right rail in drawer. The drawer was removed from the station, the screw was reinstalled, and the drawer was placed back into the station. The fse tested the drawer using the hardware testing application and verified that the drawer was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user informed medication in storage unit was failed and it requires maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.